Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a slow network and was unable to connect. A field service engineer changed the hospital network card from auto-negotiation to 100 mbps half-duplex to resolve the issue. The system functioned as intended after the field service engineer repaired the device. Initial reporter zip e1.- (B)(6). Initial reporter state e1.- (B)(6).

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, the station had a slow network, and unable to connect via remote smart service. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.